Event description:
Boston scientific received information that this patient from (B)(6)traveled to (B)(6) where they had a therapy event and review of the device was requested. Upon review of the device stored memory, it appeared a delay in therapy of approximately 58 seconds occurred. Boston scientific technical services (ts) was consulted and reviewed the stored episodes. The reason that time to therapy was longer than expected appears to be due to a series of premature ventricular contractions which caused the average of the last two peaks amplitude to be much higher than the overall rhythm. There were also noise markers present after which was affecting the profile from changing back to tachy sensing. The device did deliver appropriate therapy and converted the rhythm back to sinus rhythm. Of note, the patient had been parachuting at the time of the event and the physician was satisfied with the device performance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.